Event description:
It was reported that the subject device had the image flickers, changes color, sometimes there is no image. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section light guide bundle is slightly worn and is interrupted and weakened, image changes color (stripes), blackout and whiteout, component failure of the light guide (lg) bundle and component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image flickers, changes color, sometimes there is no image caused by component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.